Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or objective evidence that a liberty select cycler/ liberty cycler set or product deficiency was associated with this event. The patient¿s pd culture yielded growth of the organism pseudomonas which is a bacterium known to cause peritonitis in pd patients. Pseudomonas bacteria are widely found in the environment (in soil and water) and pseudomonas favor moist areas such as sinks and toilets. Based on the information available, the exact cause of the patient¿s peritonitis cannot be determined. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported issues with any fresenius device or product in relation to the event. During follow-up, the pd nurse reported the patient had a pd culture in the outpatient pd clinic which yielded growth of pseudomonas. The patient was treated with a 21-day course of antibiotics on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd therapy with the same cycler without any issues. The nurse reported the patient did not have any fluid leaks, or any other issues with any fresenius products in relation to the event. According to the nurse, the exact cause of the peritonitis was unknown.